Manufacturer narrative:
(B)(4). Device received with missing segments and cracked keypad at select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the dome label sticker (end cap sticker) of the case detached. The customer's blood glucose level was 199 mg/dl at the time of the incident. The insulin pump neither bumped nor dropped. The device will be returned for analysis.